Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an broken pulse wire in the cable connecting the distribution node (dn) and ECG "b". The broken pulse wire shorted with the belt dischg wire in the cable, resulting in the reported alarms. The root cause for the broken wire was unable to be positively identified. No adverse event resulted from the broken pulse wire.

Event description:
A us distributor returned a patient's electrode belt and reported that it was causing frequent check belt messages.